Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was first received 2023-jan-18 from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient was inquiring about MRI compatibility for an MRI of their right lower back, right next to the implant, at the tailbone. Patient said the ins has not worked and they have been uncomfortable with it since they got the implanted device. Patient said they aren't sure if it's related to the ins, they can feel a bump and if they bump that area it hurts. Patient said this bump has been in their butt since they got the implant. Patient said they had a CT scan done and they "found some goop" but said they needed another scan to look closer. Agent reviewed MRI guidelines. Patient said they want the device taken out. The patient was redirected to their healthcare provider to further address the issue. Patient said they haven't seen their managing hcp in a while. Agent sent physician listings. On 2023-mar-13 additional information was received from the patient who states they can feel the device and the wires connected to the tailbone and now have a mass on the other side of their butt. Their hcp wanted to do an MRI, but cannot do so until the device is removed. Patient is in constant pain now and having problems getting device removed. They don't know the cause of the device not working. The patient stated they have never been contacted since implant about the device. The doctor who put the device in will not remove it. Patient is in constant pain and needs device removed as soon as possible. Patient was hospitalized once because of this.

Event description:
Additional information was received from the patient. They clarified that they can see the device in their butt and they have had other medical issues. They had a knee replacement about 5 years ago. It was unknown if this was caused by normal battery depletion. The cause of the device not working was unknown. When asked what steps were taken to resolve the issue, they reported they have finally found another doctor to remove it and they are in the process of getting it removed. The issue was not yet resolved. They wrote that since the knee replacement, the pain had been getting worse. They went to emergency recently and spent 4 days in the hospital and they couldn't find the cause of their pain in their butt and back. They repeated that they wanted to do an MRI but couldn't' because of the implant. With no help from the doctor that implanted it, they were thinking about contacting an attorney to get help with this issue. The device had been turned off for the last 5 years but the pain continued . They didn't know if the wires were broken or something else but they can feel something moving.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.